Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The altitude alarms were ultimately successfully cleared. There was no reported adverse impact to the customer's past blood glucose (bg) level; current bg level was 170 mg/dl.